Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, residual fluid and foreign matter were found to come out of the instrument tube, as well as a foreign object at the distal end. The foreign matter could not be identified, and the root cause of the foreign matter remaining in the equipment could not be determined. The event may be prevented by following the instructions for use which state: ¿instructions evis lucera ultrasound gastrovideoscope olympus gf type uct260¿ ¿chapter 5 reprocessing: general policy 5.3 precautions warning all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the elevator of the evis lucera ultrasound gastrovideoscope was stuck due to foreign material in the distal end port of the instrument tube. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and foreign material was found in a gap of the distal end. In addition, evaluation found that two sound lines were weak. This event is under investigation. A supplemental report will be submitted upon receiving additional information.